Event description:
The customer reported this atrial lead was surgically abandoned (capped) as it was exhibiting elevated threshold measurements. The lead was removed from service and replaced; no adverse patient effects were reported. The lead was actively implanted for approximately 7 years, 10 months.

Manufacturer narrative:
The lead was surgically abandoned (capped) and it was replaced with another lead, therefore, it will not be returned for analysis. As a result, the reported clinical observation cannot be confirmed. No adverse patient effects were reported. The event will be re-evaluated if additional information becomes available. Threshold elevation is a recognized clinical event referenced in the device's labeling and/or reported in the medical literature. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.